Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Replacement brush head fell off...was in mouth...piece that you brush with fell off from the wand...pin fell off - oral-b [device breakage]. Case narrative: a spouse via e-mail stated that a replacement oral-b toothbrush head (that is brushed with) fell off from the oral-b toothbrush wand while their husband was brushing his teeth and it was in his mouth. A pin fell off. No injury was reported.

Manufacturer narrative:
On 01-sep-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Replacement brush head fell off; was in mouth. Piece that you brush with fell off from the wand; pin fell off - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: a spouse via e-mail stated that a replacement oral-b toothbrush head (that is brushed with) fell off from the oral-b toothbrush wand while their husband was brushing his teeth and it was in his mouth. A pin fell off. No injury was reported. On 01-sep-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.